Manufacturer narrative:
The nurse stated no particulates were saved for evaluation. The nurse will send in the phaco handpiece for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 80.56 when add'l reportable info becomes available.

Event description:
The nurse reported metal particulates were found in the eye on the first day post surgery. The nurse attributed the metal particulates to the phaco tip. The phaco tip was discarded during post surgery clean up. No pt injury was reported. Multiple attempts were made for more info on the event with no response to date.